Event description:
A male pt underwent a therapeutic ercp procedure for treatment. The jagwire guidewire became stuck in the common bile duct. A small portion of the wire tip was lodged in the cbd. The tip was not retrieved. It was left in the pt to pass naturally. The procedure was successfully completed utilizing the same jagwire guidewire. The pt did not sustain any reported complication or serious injury as a result to the wire tip fragment.